Manufacturer narrative:
This report is submitted on december 30, 2020.

Event description:
Per the clinic, the patient experienced skin irritation and healing issues at the incision site, and was treated with oral antibiotics (duration not reported). The implanted device remains.